Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered up with a system error. Hard drive reconfigured and software reloaded to resolve issue. Analysis also found corrosion on case parts and power supply. Small amount of corrosion found on the bezel overlay assembly. Tabs on power cord door and left keyboard hinge were broken. Rubber pads on lower case were damaged and the system fan was intermittently noisy. (B)(4).

Event description:
It was reported that the programmer was returned for repair. Follow up attempts were unsuccessful in determining a specific repair request. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.